Manufacturer narrative:
(B)(4). Multiple follow-up attempts made to the facility to obtain a sample and additional information regarding the reported event were unsuccessful. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed. No specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the filtered extension set is used as an inline IV filter for lipids. There have been issues with air getting into the lines, and filters cracking and leaking.